Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type. Events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -0.5/+6.0/110 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The surgeon reports there was lens rotation. Lens remains implanted. The cause of the event was reported as unknown.